Event description:
The following was reported to davol: it was reported that internal packaging on the perfix plug is not complete. The contact reported concerns related to sterile package integrity, due to the surgeon alleging air was escaping from the sterile package. This was noted prior to use and there was no impact to the pt/procedure reported.

Manufacturer narrative:
As reported there may be a compromise to the sterile barrier. The issue was noted prior to use and there was no pt involvement. As a possible sterility breach was reported. A MDR is filed to document this event. A review of the manufacturing records has been completed for this lot and found no anomalies. This MDR includes all pt, event and device info davol has received to date. The device in question is being returned for eval. Following the sample eval, a f/u MDR will be submitted to report our findings.